Event description:
It was reported that the flow transducer test failed during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During tests in a reference ventilator, performed pre-use checks tests passed without deviations and no alarms were generated during ventilation testing. The returned gas module failed during tests in the manufacturing test system. Troubleshooting showed that the gas module had a nozzle unit with a sticky membrane which may have caused the reported failure. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay upon release. The nozzle unit should be changed during the yearly preventive maintenance or after 5,000 hours of operation. The amount of operating hours could not be determined since no logs were received. However, the air gas module was manufactured in april 2016 which means that its' age at the time of event was around 4.5 months, thus the cause of the stickiness is an early wear of the membrane.

Event description:
(B)(4).